Event description:
It was reported that the programmer pen keeps malfunctioning and was unable to be used even after changing the pen out several times and re-calibrating. It was also reported that the calibration was off and they could no longer get to the calibration screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067, radio frequency (rf) programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus pen calibration was off and therefore the overlay/bezel assembly was replaced and the stylus calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.